Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for e-5accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst, blurry vision, frequent urination, and slurred speech. Medical attention is reported as a result of the reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst, blurry vision, frequent urination, and slurred speech. Medical attention is reported as a result of the reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.